Event description:
It was reported that the coronary sinus was dissected during left ventricular lead implant. The lead then dislodged after being positioned. The lead was left in place to allow for healing time. Lead repositioning was planned for greater than thirty days.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.